Event description:
It was reported that, "upon removing tibial trial insert, scoring occurred on the tibial baseplate from the trial insert."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.